Event description:
Reference number (B)(4). Event occurred in the united kingdom0 it was reported that the patient experienced an event where the cannula was not positioned properly under the skin on (B)(6) 2025 which led to high blood glucose of 30 mmol/l. Patient was rushed to hospital and also had ketones. Patient stayed overnight at the hospital. No further information was available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . Upon review of the event description and assigned malfunction code malfunction cannot be determined, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination. Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion. Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.